Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a supra-ventricular tachycardia (svt) treatment procedure, the steering mechanism of the mapping catheter broke. Vascular access was obtained via the femoral artery and a sheath was not used. The physician advanced the polaris x steerable decapolar mapping catheter towards the coronary sinus in the right atrium. The polaris x catheter push pull handle was used "a couple of times" with responsive curves. While in the right atrium, the physician used the polaris x catheter push pull handle, however, the steering mechanism "broke" and the curve would not respond. Another polaris x catheter was used to complete the procedure with no reported patient complications. The patient's status is ok. The investigation revealed that the proximal shaft was kinked/cracked near the butt bond 4 inches from the catheter tip.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination of the device in the neutral position revealed a bend on the proximal shaft. A microscopic examination revealed that the proximal shaft was kinked/cracked near the butt bond 4 inches from the catheter tip. No other kinks or damage were observed along the shaft of the device. The distal shaft was outside the 15 degrees reference line. During the functional curve check the steering curve did not meet the specification as the curve was deformed and steered out of plane. The catheter was verified with out of plane fixture and was out of specification. The distal tubing and the polyester sleeve were dissected and no bent or twisted wire was found. The center support and steering wires verified normal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is contributed to design. (B)(4).